Manufacturer narrative:
Information contained in this report was previously submitted through asr. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known adverse event addressed in the labeling. Device analysis: visual analysis of the returned device identified: one linear opening and brown particles in the fill channel. A leak test was performed which identified opening. A microscopic analysis was performed which identify: one curved opening striated and one sharp opening. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one linear opening striated assessed as surgical damage. One sharp opening assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported left side deflation and a "mildly thickened capsule". Device has been explanted.